Manufacturer narrative:
Upon receipt the lead was found cut 52 cm proximal to the lead tip. A proximal part including the serial number was missing. Explantation aids were still inserted in and mounted on the distal lead fragment. The performance of the returned lead fragment was scrutinized. Multiple signs of wear were detected on the leads body. In particular the insulation in the distal lead region was found damaged due to wear, at this location the conductor cable leading to the ring electrode was found broken. This damage is assumed to be the root cause for the observed conductor fracture. The characteristics of this damage indicate unexpected, excessive wear on the lead. Thus it is assumed that the lead was subject to severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine. An accumulation of different factors may impact wear on the lead. These factors include interaction with atypical tissue, significant cardiac motion due to an adverse lead position including slack, or a potential increased in-growth which had impact on the maneuverability of the lead. Furthermore, tortuous cardiac anatomy, high patient activity levels, and significant manual labor involving the upper body are known contributing factors. Further damages like the deformed proximal shock coil, several cuts into the insulation and the from the ring electrode ruptured insulation most likely occurred during extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
This lead was explanted and replaced due to noise caused by a lead fracture. Should additional information become available, the file will be updated.